Event description:
Information was received from a health care provider (hcp) on (B)(6) 2016, regarding a patient who was receiving unknown drug via an implantable pump for unknown indication for use. It was reported the hcp read the explant information from the operative report and said ¿removal of the non-functioning pump¿ in regards to it. No further information was provided at the time of report. Follow-up was initiated to obtain more information regarding the event details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.